Event description:
Information received by medtronic indicated that the customer had a battery failed alarm and metal piece on battery cap is coming off. Also reported there was a crack on the battery and reservoir compartment side of insulin pump. No harm, requiring medical intervention was reported. The troubleshooting was performed and customer was instructed to  discontinue to use the device. The insulin pump will be returned for the product analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, pump passed displacement test, active current measurement, sleep current measurement, and self test. Pump received with original battery cap. Confirmed that the metal contact was detached from the battery cap. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms noted during testing; however, verified the pump alarmed battery out limit on 10/14/2022 at time 13:53:53.000. Verified the pump alarmed failed battery test several times starting on 10/14/2022 at time 06:31:37.000 and ending on 10/14/2022 at time 14:00:35.000. Verified the pump alarmed pump error 53 (line number (B)(4) and file number (B)(4)) several times starting on 10/14/2022 at time 13:04:00.000 and ending on 10/14/2022 at time 13:27:05.000. Pump error 53 due to software anomaly. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and force sensor. Slightly corroded battery tube was also noted during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, missing display window/cover, cracked case (battery tube), pillowing keypad overlay, and fading serial number label. Pump passed all tests and no unexpected alarms occurred during testing. Failed battery test not confirmed. Cosmetic damage confirmed at the battery tube. Confirmed that the metal contact was detached from the battery cap. Pump error 53 was confirmed in the history files due to software anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.